Event description:
A malfunction was reported when the caller was in the shower with the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.